Event description:
Reporter indicated the patient was admitted to the hospital on (B)(6) 2012 for increased seizures. The patient's medication was adjusted and the patient was released. Several days later, the patient had swelling around the vns generator site. No fever was present. The patient was also not "acting like himself." Blood tests suggested an infection may be present, and an x-ray confirmed the suspected infection. The infection began in the vns generator pocket and tracked up the vns lead to the cervical area. The lead and generator were both removed. Tissue around the generator site was noted to be inflamed and purulent fluid was noted. The wounds were irrigated with antibiotic solution and closed. At the (B)(6) 2012 surgical follow-up visit, the wounds were healing well. Sutures were removed. No odor or drainage was present. Steri-strip dressings were placed over the incisions. The patient was back to his baseline behavior and "subjective" self. The patient will wait 3 months before considering reimplant of a new vns. The patient has been released back to the care of the neurologist. The reporter indicated the increased seizures were probably infection related. After the infection was treated, the seizures returned to baseline frequency.

Event description:
Reporter indicated a patient had the vns generator explanted due to infection on (B)(6) 2012. The generator had initially been implanted on (B)(6) 2012, and pre-operative antibiotics were given to the patient for infection prophylaxis. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution. The lead product information is unknown, and attempts to obtain lead information have been unsuccessful to date. Hence, sterility of the lead product cannot be confirmed.